Event description:
A distributor returned electrode belt sn (B)(4) and reported that the battery electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed therapy electrode recognition test. The cause of the failure was isolated to an open pulse wire in the trunk cable additionally, the black (main batt) wire in the trunk cable was open. The root cause for the open wires was excessive force on the cable. No adverse event resulted from the open wires.